Manufacturer narrative:
Visual examination confirms the superior tang is broken. The broken piece was not returned for analysis. Microscopic examination of the fracture surface reveals a fairly quasi-ductile fracture, with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. The nature and location of the fracture surface is consistent with excessive rotational force during implantation.

Event description:
It was reported that the tooth of the inserter broke off into the implant during insertion. The implant was not implanted. Reportedly, the surgeon had the wrong angle on insertion. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.